Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, it was observed that there was damage to the left ventricular lead. Another lead was implanted successfully. The patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.